Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): the patient underwent cystoscopy with hydrodistention on (B)(6) 2005.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion of the mesh, the patient experienced pain, infection, urinary/bowel problems and dyspareunia. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. Date sent to the FDA: 01/18/2017. (B)(4). It was reported that the patient underwent laparoscopic cholecystectomy with lysis of adhesions on (B)(6) 2013.